Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited t wave oversensing (twos) during an atrial tachy response (atr) episode. The technical services (ts) review the data and observe there was t wave oversensing in several episodes of atrs and in pacemaker mediated tachycardia (pmt) episodes. The ts discussed that it is always happening when the device is pacing at maximum tracking range, due to these t wave have a high amplitude (comparable to some qrs). The frequency of the twos is not high so the physician could consider either keep current settings or increase sensitivity level. This crt-d remains in service. No adverse patient effects were reported.